Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump was rebooting. The pt claimed that the pump had rebooted 3 times on (B)(6) 2010. The pt indicated that the battery cap was new and the yellow o-ring was not visible. The pt also claimed that the battery cap was intact and on until the resistance point. The threads in the battery compartment reportedly appeared to be fine. The pt denied that there were any visible cracks. He also indicated that this blood glucose remained at target. This complaint is being reported due to the unresolved allegation that the pump was rebooting. There is no evidence, however, that the alleged issue contributed to an injury. The pt did not allege any harm or injury because of the alleged issue.